Event description:
It was reported when the device was used during a low anterior resection procedure, it did not deploy any staples. The procedure was completed using sutures. There was no patient consequence.